Event description:
Following a cardiac catheterization on a patient with pre-existing conditions of cancer and coronary artery disease in 2001, an angio-seal deployment was attempted. However, the tension on the suture was not held firmly and excessive pressure was used to advance the tamper tube, resulting in the device being forced into the artery. The patient lost distal pulses because the vessel became occluded. The patient was systemically heparinized and the device was surgically removed from the vessel. A thrombectomy was performed to remove fresh thrombus from along the entire length of the leg, and the right femoral artery was repaired. The patient received protamine, and hemostasis was achieved. Two days later, the patient had a stent placed in the right coronary artery (rca); however, the next day the rca became clotted. The physician believed the patient may have a clotting disorder. The patient was recovering.